Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the incident occurred when replacing the 100ml reservoir. After filling it and tilting it on its side, significant leakage to the point of emptying was noticed. It was stated no fall or mishandling by the operator. There was no patient involvement.

Manufacturer narrative:
Corrected: g1 - contact office establishment name. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. No damage or anomalies were observed during the initial assessment. In attempts to replicate clinical use, the cassette was filled with 100ml of ro water using an ICU provided syringe. During the filling process, a leak was observed on the side seam of the cassette bag. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.